Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03083, 0001825034-2020-03084, 0001825034-2020-03085, 0001825034-2020-03086, 0001825034-2020-03087, 0001825034-2020-03089.

Event description:
It was reported the warehouse investigated circulated items in their stock and identified debris in the sterile package. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product/photographs provided confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. Further evaluation found debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. This reported event falls within the scope of a previous corrective action for the foreign debris, the purpose of which is to address the issue of complaints for debris in sterile packaging. This device falls within the scope of a previous corrective action, the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.